Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that metal particles and pieces of filaments came into the patient's eyes during surgery. The event was reported to have occurred during several surgeries. This report is for one of the patients, who underwent surgery on (B)(6) 2015. The surgeon exchanged the handpiece and managed to remove the filaments from the patient's eyes.

Event description:
A biomedical engineer reported cases of metal particles in eye of patients during surgery while using the handpiece. Some pieces of filaments fell in different patients' eyes. All the handpieces had been sterilized before using them. It is unknown if there was any impact on patients. This is the second of two reports being filed for this facility. This report is for the patient who went on surgery on (B)(6) 2015.